Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient was unable to make adjustments with and without the antenna attached with the patient programmer (pp). The patient had not been able to turn stimulation on/off for about a week. A communication problem was reported. The patient had been able to recharge about 1 day prior to this report but was unable to turn stimulation on/off with the recharger. The patient hadn¿t felt stimulation sensation for about 1.5-2 weeks. This was reported to have occurred following a fall that occurred 2-3 weeks prior to this report. The patient fell flat on her butt. The implantable neurostimulator (ins) site was sore at first, but was much better at the time of this report. Follow-up was conducted to determine if any intervention had occurred, if the cause of the problem was found, and if the patient was receiving effective therapy. This event will be updated if additional information is received.